Manufacturer narrative:
Investigation description. Device had a dent and a crack from edge impact on the right side of the display. The device was placed on a charging pad and powered on successfully. No alerts were present in the notifications menu. In the 'about ilet' menu, bluetooth was listed as version 1.6.3 and the ble bootloader as version 1.2.0. The device paired with the mobile app without issue, allowing engineering logs to be downloaded. Although the complaint could not be duplicated during testing and cause of the alert could not be determined, it was confirmed in the engineering logs. As a precaution, the hoverboard will be replaced during refurbishment.

Event description:
It was reported that an ilet user experienced persistent alert code 60 instructing repeated restarts, and the device displayed a bluetooth version of 0.0.0, consistent with a communication malfunction of the bluetooth subsystem. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continuation of therapy using backup methods and continued cgm use with the dexcom app or receiver. Investigation included customer service troubleshooting and user education, confirmation of settings, and arrangements for replacement with return of the original device. Investigation of this case revealed the alert did not resolve after multiple restarts and the device presented an abnormal bluetooth version value. It was concluded that the device exhibited a malfunction related to bluetooth communications, necessitating replacement, with no patient injury reported.